Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to deliver 100ml of an unspecified concentration of ofirmev, at an unspecified rate. During priming prior to pt use, it was reported that the piercing pin of the tubing set was inserted into an unspecified administration port of a glass solution container. The customer contact reported that the air filter vent of the tubing set was in the open position. It was reported that the solution filled the drip chamber of the tubing set; however, the tubing set could not be primed distal to the drip chamber. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.